Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture (loc) during a device check in the clinic. One week later, a lead revision was performed. This rv lead was explanted, a breach in the lead insulation was noted. The physician was uncertain if the lead was cut during the explant procedure. Impedance measurements prior to explant were noted to be within normal limits. A new lead was successfully implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.